Event description:
It was reported that the patient¿s pump had been empty for the past 2 years prior to the report. The patient also stated that the pump had been empty since 2008. The patient stated that she quit cold turkey. The patient¿s doctor stopped filling the pump due to insurance reasons. The patient stated that when the doctor let her go he knew she would go through withdrawal but he didn¿t give her anything for it. The patient was so sick that she thought she was going to die. The withdrawal occurred in (B)(6) 2008. The device system had delivered morphine, fentanyl, and muscle relaxer that started with a ¿b¿, and another unknown drug. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).